Manufacturer narrative:
Belated evaluation and reporting of this complaint was done during retrospective review as part of CAPA 22-0074 corrective action 6. The event is filed under internal karl storz complaint ID (B)(4). Upon evaluation, it could be seen that the distal part of forcep was melted and burned. The device was severely damaged, making an investigation impossible, therefore no root cause could be confirmed. However, by reviewing the similar complaint, the potential root cause is either overvoltage which caused high temperatures or there was residual tissue between the joint area of forceps which could lead to short circuit and thus to heat generation. No indication for a material or manufacturing related issue was found during the investigation.

Event description:
It was reported that there was event with a "forceps insert". According to the information received, the device failed during surgery and is distally burt. Further information is not available.